Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2018-06068 and 1627487-2018-06069. Follow up information identified there were 2 leads implanted thus the second lead has been added device information has been added. The patient is doing okay per physician report. The dbs system will be activated in the next few weeks.